Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was resistance to push up the angio-seal device. The procedure prior to use of closure device was a percutaneous coronary intervention. The sheath size used was 6fr. A pre deployment angiogram was performed. There was no harm to the patient; the patient was in stable condition. Hemostasis was achieved with a second angio-seal device. Additional information was received on 01 oct 2019. Resistance in the patient; unable to progress on the wire.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The arteriotomy locator was returned partially mated with the sheath. The sealed poly foil pouch was returned as well. Visual inspection revealed that the arteriotomy locator was partially mated with the hemostasis sheath. The blood inlet holes were examined and found to be misaligned with the locator. There were no signs of damage noted on the returned components. Functional testing was performed and the arteriotomy locator was then inserted completely in the sheath. When the two components were completely mated without any insertion difficulty, a tactile and audible click was felt and heard, respectively. The blood inlet holes were also properly aligned. No functional anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.